Manufacturer narrative:
Patient information is unknown. Additional procode: hrs. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018. The 2.7 variable angle (va) locking screw did not lock into the synthes 2.7/3.5 variable angle lateral distal humerus plate. The plate was implanted and the screw was discarded. The procedure was completed successfully, with no surgical delay. There was no reported patient consequence. This report is for a 2.7mm va locking screw slf-tpng with t8 stardrive recess 20mm. This is report 2 of 2 for (B)(4).